Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. A visual inspection was performed on the insertion needle a hook was found at the tip of the needle and was also bent however, no broken parts.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call of issues with the customer's sensor. The spouse states the cannula was bent and there was blood at site. The customer had hypoglycemia and believes the sensors were not alerting. The customer's blood glucose level at the time was 160mg/dl. Troubleshot was conducted. The customer was advised the sensors would be replaced and returned for analysis.